Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, titan touch was explanted due to malfunction.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device: a titan touch pump, two cylinders, and a reservoir were received for evaluation. Examination and testing of the returned components revealed separations on the longer exhaust tube of the pump and on the exhaust tube of cylinder #2. Testing revealed these to be a sites of leakage. The separations appear to be smooth and straight, indicating contact with sharp instrumentation. Surface abrasion is noted on both exhaust tubes of the pump, on the exhaust tube of cylinder #2, and on the strain relief and inlet tube of the reservoir. The pump did not pass the deflate valve test. No functional abnormalities are noted with cylinder #1 or the reservoir. Because the available information did not indicate what factors may have contributed to the reported "malfunction", and because no other failure sites were noted other than instrument damage, quality cannot determine the cause of this reported event. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed instrument separations in the longer exhaust tube of the pump and the exhaust tube of cylinder #2 occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separations would have resulted in an earlier detected fluid loss, quality concluded that the separations most likely occurred during or subsequent to explant. These separations are not associated with the cause for failure. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.